Event description:
It was reported that during a follow up in clinic, high pacing impedance and noise resulting in oversensing was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.